Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the screw closest to the blades comes loose and the shear can not function properly. This was discovered when the product was checked before pt use. No pt injury reported.